Manufacturer narrative:
Periprosthetic fracture is multifactorial, including but not limited to, trauma , surgical technique, patient compliance, and bone quality. Bone fracture cannot be attributed ti design malfunction, based on the details provided. Root cause cannot be determined. Adverse event is not related to product malfunction.

Event description:
Patient heard a pop and few days later reported to clinic with discomfort. Surgeon determined that there was a fracture. The femoral head and stem were removed. After going to rehab facility patient fell and was found on floor by staff. A longer stem and new femoral head were then implanted along with cables this time.